Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed quality notification was opened for the device without correlation to the reported complaint. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Resolve case with error code 13-1033-149 on syringe unit by reflash the software on unit the software was corrupt on unit. If flash does not go through, then customer looking at logic board will need to be replace. Case close complete. (B)(4). Customer called in for help on error code 13-1033-149 on syringe units. The error code is a software fault error meaning the software can be corrupt on unit. Will need to reflash the software on units. But if flash fails then you have a bad logic board issue. Walk customer through start the flashing on syringe before let him go if customer has further issue he will call back. (B)(4). Customer called in for help on error code 13-1033-149 on syringe units. Which is a software error on unit, software is corrupt on unit needs to reflash software on unit, but if reflsoft.